Event description:
Additional information was received which noted that the patient was brought in to their clinic and the device was evaluated while performing isometric maneuvers and while manipulating the device. The physician was going to continue to monitor the patient. The patient was ill and was unable to undergo aggressive testing. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) lead exhibited high shock impedance measurements. The shock impedance measurements had been stable before and after this one out of range measurement. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.